Event description:
The user facility returned an asset evis exera iii video system center to olympus to the service center. The user facility reported an error code b40. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the evaluation of the returned device, the error code b40 was confirmed due to a printed circuit board failure (cm board). A report of oxidation in the light source part was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d8, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.